Event description:
It was reported that customer experienced keypad anomaly. It was reported that the up button was not responding. Insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had intermittent act and up arrow button response due to corroded keypad traces. The insulin pump was received with a broken reservoir tube lip, missing reservoir tube seal, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, stained end cap sticker and a stained display resilient cover.